Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of diabetic ketoacidosis and a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was in the hospital 5 times for diabetic ketoacidosis. The customer stated that he was hospitalized twice last year and twice the year before. The customer also stated that he received a motor error on the insulin pump. The customer declined to speak with 24 hour helpline.